Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the local display for the centrifugal controller unit displayed a "service pump" error message. When the control knob was turned to start the centrifugal drive motor, the error message disappeared. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.